Event description:
It was reported that the user received an occlusion alert and confirmed the tubing appeared intact on a contact detach infusion set; the issue resolved only after a full supply change. Customer care provided support by recommending a supply change. Investigation of this case revealed an occlusion consistent with infusion set or flow path blockage that resolved with replacement of disposable components. No clinical symptoms reported associated with interruption of insulin delivery reported. Outcomes included restoration of therapy after the supply change, with no injury and no medical intervention. It was concluded that the event was attributable to an occlusion of the insulin delivery pathway, with device function restored after the supply change.